Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that approximately 20 months post-implant the patient presented emergently in the evening with hypotension, low hemoglobin, and belly/chest pain. CT revealed an endoleak on the distal side of the stent graft. The source of the endoleak was not clear. The physician thought it could be junctional, and/or a distal end leak or type 2 retrograde from the branches of the celiac artery since it was completely covered with previous talent/valiant stent grafts. The physician implanted a valiant 46x46x200and a valiant 46x46x100, extending the stent graft distally to a few mm above the sma. Good overlap was achieved. Final angiography was not done due to renal issues and other medical issues. The cause of the endoleak is unknown. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Insufficient information; cause is unknown. Conclusions: endoleak. Insufficient information; cause is unknown.